Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained:the surgeon only replied stating that the patient is now fine and no consequences have been reported.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure patient symptoms- describe the manifestation of reaction (location, severity, appearance, systemic or local reaction). What was the onset date, time from the index surgery? Was any medical treatment provided to the patient during the extended hospitalization? Has the patient undergone a revision surgery? Was there any allergy testing performed? If yes, results? Other relevant patient history/concomitant medications product code and lot # what is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient current status?

Event description:
It was reported that a patient had spinal procedure on unknown date and suture was used. Approximately one month post op, the patient experienced allergic reaction and the wound was not closed. The patient is hospitalized and the surgeon is evaluating possible revision procedure. Additional information has been requested.